Event description:
Plaintiff reports initial bilateral implantation 2/19/86 with explant 6/1/88. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."